Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture at multiple sites. The patient had a pericardial effusion due to possible left ventricular lead perforation. A pericardiocentesis was performed. The lead was not implanted. The patient's condition was stable at the end of the procedure.